Manufacturer narrative:
A field action was initiated. (B)(4).

Event description:
Implant kit serial number (B)(4) contained a disposable cutting guide instrument for serial number (B)(4). This was identified outside of a surgery setting. The surgery was not impacted.